Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use from 20-may-2024 to 24-may-2024. The infusion set was used for 24 hours or less. No further information available.

Manufacturer narrative:
(B)(4) - device 2 of 1.